Event description:
A malfunction alarm identified as "malf 1" was reported, and it was confirmed that the fault ID was available but the malfunction code was not resettable. There was no reported impact on the customer¿s blood glucose level. Tandem technical support replaced the faulty pump, and the customer was informed about the use of multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The customer was instructed to allow the battery to deplete before returning the pump using the provided pre-paid label and return box, confirming the shipping address for the replacement.